Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer (who is also a nurse) reported she was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced symptoms described as "shaking, sweating, increase in heart rate and loss of consciousness. Customer was helped to sit down and provided food by a third party. There was no report of death or permanent impairment associated with this event.

Event description:
Customer (who is also a nurse) reported she was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced symptoms described as "shaking, sweating, increase in heart rate and loss of consciousness. Customer was helped to sit down and provided food by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader did not turn on with a button, strip, or universal serial bus (usb) cable insertion. Connected reader to computer and software and the reader was not recognized. The returned reader was sent for further investigation. The reader was examined and determined that the central processing unit (cpu) was causing the libre reader to be unresponsive to a button press, strip insertion touchscreen activation, and/or activation of a new sensor. When the cpu was physically pressed against the reader¿s print circuit board (pcb), the reader powered up and passed all internal built-in self-tests, and the complaint behavior was not observed. When the pressure was removed from the cpu, the reader would revert to their reported complaint behavior. Since the reader worked as expected when pressure was applied to the cpu, it was determined that there was a poor connection between cpu and pcb. The issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.